Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, scratch on lens was noticed after insertion of the lens into the eye .subsequently, it was removed during initial procedure. Procedure was completed with another lens and no patient injury was reported. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was observed on the lens. The lens was cut into two pieces across the center typical of removal. The lens was cleaned with klrp. One optic portion has scraped damage on the anterior surface near one optic/haptic junction. This may indicate a plunger override occurred. One optic portion was scratched on the posterior surface. The scratch was narrow and perpendicular to the fold path. A cracked area was observed near the edge and forceps prints were visible. This damage may have occurred during the lens cutting and removal. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the observed scratches could not be determined. The optic was scratched on the edge of the anterior surface. This may indicate a plunger override occurred. A narrow scratch was also observed on one cut optic portion (posterior). This scratch was perpendicular to the fold path and looked similar to a forceps scratch. Small cracks were also observed near the edge as well as forceps prints. This damage may have occurred during the lens cutting and removal. The IFU(instructions for use) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).